Event description:
Revision surgery - the surgeon performed a component swap, due to the pt subluxing.

Event description:
Revision surgery - this is the fourth revision surgery for a component swap due to the patient subluxing. (B)(4).

Manufacturer narrative:
The reason for this revision surgery was to remedy subluxation after 1.7 months of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A non-conforming material report was associated with the shell, part number 508-02-001; the parts were reworked for laser marking and were re-inspected for dimensions, one part was returned to the vendor due to dimension issues. A review of the product complaint report history shows this is the 51st complaint for this part number: 24 due to dislocation, seven due to trauma, five due to infection, for dissociation, three due to pain, three for instability, two for non-assembly, one for a broken screw, and one due to stability/poor joint issues. This is the first complaint for this lot number. The root cause for the subluxation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.